Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider the button for the speed control came off the overlay and customer has put pc tap over the seating system button. MDR filed.